Event description:
The patient complained of muscle stimulation above the device. Technical services discussed keeping a journal of the muscle stimulation. The physician will monitor and the system remains implanted.